Event description:
We have 4 product failures to report (all from the same case; all with the same issue). The loi chamber would fill with water prior to aligning the laser. None of the 4 had patient contact nor patient harm. The procedure was cancelled and service was called on the machine. Manufacturer response for liquid optics interface (x4), (brand not provided) (per site reporter). Discarded at vendor direction - new loi will be sent.